Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, during a flexible ureteroscopy (urs) the basket of an ncircle tipless stone extractor would not open. The device was tested prior to the start of the procedure and the basket would open. They attempted to open the basket a second time and it would not open. A new basket was used to complete the procedure. The issue with this device was discovered prior to making contact with the patient and it was not used on the patient. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one ncircle tipless stone extractor, ntse-022115-udh, to cook for investigation. The device was received in plastic tray only with no original packaging. The basket could be seen as open and broken from its location inside the tray. The mlla (male luer lock adapter) was loose, once tightened, the handle was able to actuate the basket, indicating the cannulated handle was not securely held by the collet. One of the basket wires appeared to have been pulled out of place. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was open and could not be close due to the cannulated handle having pulled free from the collett that secures it to the proximal end of the handle. Once the handle was reassembled with the cannulated handle secured into the collet, normal basket function was restored. It was also found that one of the four basket wires had pulled free from the basket cannula. As this issue was not reported by the customer, it is likely the wire was pulled out after the failure of the basket to close and was not related to reported issue. The cause for the cannulated handle pulling free from the collett could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a flexible ureteroscopy (urs) the basket of an ncircle tipless stone extractor would not open. The device was tested prior to the start of the procedure and the basket would open. They attempted to open the basket a second time and it would not open. A new basket was used to complete the procedure. The issue with this device was discovered prior to making contact with the patient and it was not used on the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.